Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery (iia) using a pod coil and a lantern delivery microcatheter (lantern). It should be noted that the patient¿s anatomy was mildly tortuous and mildly calcified. During the procedure, the lantern was advanced into the target vessel. While advancing and retracting the pod coil, the coil unintentionally detached within the lantern. Therefore, the lantern containing the pod coil was removed. The procedure was completed using ten penumbra coils including a new pod coil. There was no report of an adverse effect to the patient.